Manufacturer narrative:
D4: the manufacturing date for the reported device is prior to 24sept2016 so no UDI required. Analysis was performed by onsite service personnel which confirmed audible sound at the m3155 device. The investigation also noted that you are using cables that are not supported by philips. The device¿s configuration and log files were reviewed by a clinical product specialist. The configuration indicates that the red alarms were visually and audibly latched; the yellow alarm is split-latched. The log analysis showed that the red alarm for desaturation was activated at 15:07:06 and continued to sound until it was silenced at 15:07:14, 15:08:02, 15:08:46. The alarm sounded again at 15:10:21, and was silenced at 15:10:25. The vtach alarm sounded 15:10:49 until suspended at 16:18:29. The device is designed to display an alarm banner in the device sector the entire time that the alarm is active. This sector was displaying 6 waves and 8 parameter numerics. 15:10:37.879, on (B)(6) 2026: sdprocess, pva patient focus change 705b counter = 234. Patient: (B)(6): 760726467. 15:10:37.926, on (B)(6) 2026: sdprocess, pva has 6 waves (ii v avr pleth resp ii) & 8 parameters. Based on the information gathered, the product was operating as designed, configured and operated. The cause of the reported issue appears to be silencing of the device by the user. A response letter is being provided to the customer to address the issue.

Event description:
Philips received a complaint on m3155 release l.0 lite upgrade indicating that the device failed to alarm on (B)(6) 2026 at approximately 15:07 on bed (B)(4). The patient was transferred to another bed for monitoring with no impact; however, it was also indicated there was a delay in care for this patient.